Event description:
The lesion was situated in the prox-mid lad. Angiography results showed 90% stenosis. The lesion had been pre-dilated however the physician could not cross the lesion with the stent. The stent had been inspected prior to use with no issues noted. No resistance was encountered when withdrawing the un-deployed stent back thru the stenotic lad. The procedure was completed with a smaller endeavor resolute stent. No patient injury reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged device evaluation: the distal tip was frayed. Initial mandrel movement failed due to a blockage in the inner lumen. The distal shaft was kinked. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 1st and 12th proximal segments have raised struts, other segments are damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation. Patient¿s condition affected effectiveness of device (stenosis). Deformation issue (stent). Evaluation conclusion: known inherent risk of procedure (stent deformation). Device failure related to patient condition (stenosis). (B)(4).